Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) exhibited out of range shock impedance, greater than 125 ohms. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.